Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.